Event description:
It was reported that during a total gastrectomy procedure, error 5 was displayed. After that, the blade was broken off during use (piece did not fall into patient). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/27/2009. Information anticipated, but unavailable at this time.